Event description:
Reporter indicated that a pt's generator was replaced due to believed end-of-service. A battery calculation was performed which revealed there was approx 0.64 years remaining until end-of-service. The explanted generator was returned for analysis. During testing, transistor q10 was found to exhibit a slightly out-of-limit (higher) leakage current at test (simulated body) chamber temperature. The leakage increased the overall device consumption rate (pulsing output) by approx 7.932ua over the high limit (spec 80.000 - 120.000ma). Potentially, this slight leakage is expected to have only a minimal effect on the end-of-service condition. Following the replacement of a known good q10 transistor, the generator performed per specs.